Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit, low battery or off no power alarms noted. Device passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. No blank display noted during testing. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank display and alarmed battery out limit. Customer's blood glucose was 366 mg/dl at the time of incident. Troubleshooting also found that the pump is cracked and chipped and has air bubbles after a set change. Customer indicated that the pump might have been damaged due to a broken holster. Customer declined to troubleshoot for the issues and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.